Event description:
This rv lead was implanted on (B)(6) 2006 and capped (B)(6) 2016. An email received on 08/09/2016 reported that there were inappropriate shock, noise, oversensing, and high voltage impedance >125 ohms. The lead was noted to be fractured. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).